Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Healthcare professional reported through company representative: "was now much smaller and wrinkling", "inner silicone-gel contacted the patient, even located in lymph node" and "(skin) rash with the swelling is still visible". This record is for the left side. Device was explanted.